Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2215560 involved in this complaint was returned for evaluation, opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 17 jul 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button is in the deployed position. Safety wire returned in place. Stent returned within the delivery system. Kink noted at approx. 131.5cm from the white tip. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect the device, all cogs intact. Sheath tube has separated from the shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2215560. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment, a tortuous path caused the delivery system to kink during advancement. This would put the delivery system under a lot of strain when trying to deploy the stent causing the sheath tube to separate from the shuttle cap which would have prevented any further deployment. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction. Complaints of this nature will continue to be monitored for similar events. Summary of investigation. Confirmed quantity of 01 x used device. The patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 27-aug-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the doctor try to free the prosthesis, it couldn't be moved forward or backwards "as per cc form": the stent was not released. They had to use a biliary stent from boston. What endoscope type and channel size was used? Pentax endoscopy what was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Jagwire 0035. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Bile duct. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Another boston stent, more sedation. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) No. Are images of the device or procedure available? No.